Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, that they were using an awl from that system and the tip of awl, tiny small amount of the old tip broke off while we were malleating it. They didn¿t notice it until the tip of screw and then when they realized the tip was damaged and they realized that it¿s still in the bone. Surgeon left it in there. The tip of the awl remain inside the patient¿s bone and screw on top of it. There was no surgical delay. The procedure was successfully completed. This report is for one (1) awl. This is report 1 of 2 for complaint (B)(4).